Event description:
It was reported by the customer that a pyxis medstation es system drawer getting stucked and does not open fully without applying force. The customer reported that users were unable to remove medications from drawer while attempting to issue medication to a patient. However, there were no delays in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer getting stucked and does not open due to component. Field service engineer removed the drawer and repositioned the bearings within the slide to resolve the issue. The system functioned as intended after the field service engineer serviced the device.